Manufacturer narrative:
Device received with a flashing white display with a huge black spot in the middle due to corroded electronic assembly. The battery connectors and just everything inside were heavily corroded. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the flashing white display. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The left belt clip rail broke off. Finally the s/n label located between the belt clip rails is missing

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose level was 11.7 mmol/l at the time of incident. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to backup plan. The insulin pump will not be returned for analysis.